Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising impedance and suspected loss of capture. The implantable pulse generator (ipg) also has suspected increasing battery impedance. Both the rv lead and ipg remain in use. No patient complications have been reported as a result of this event.